Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator has retained an attorney in reference to the advisory issued on this model device. There was an unspecified allegation regarding device functionality. New information received indicates that this device has been explanted and returned for analysis.